Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left artery. The 83% stenosed, 3.0 x 31, eccentric, de novo target lesion with a significant bend of <= 45 degrees was located in the mildly tortuous and severely calcified left anterior descending artery. After the lesion were crossed with a non-bsc guidewire and guide catheter, pre-dilatation was performed with a 2.5x20 emerge balloon catheter. Following pre-dilatation, a 3.00 x 24mm synergy ii drug eluting stent was advanced but it failed to cross the lesion. However, after withdrawal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.